Event description:
It was reported that a pta balloon ruptured below rbp in a fistula and then could not be retracted through the introducer sheath. The pt was transferred to a hospital and the balloon was surgically removed. The pt was reported to be doing well after the procedure.

Manufacturer narrative:
A manufacturing review was performed; the lot met all release criteria. This is the only complaint reported for these failure models and lot number. The investigation is inconclusive as the sample was not returned. The definitive root cause could not be determined based upon the available info; however, per reported events, a medallion syringe was used during the procedure. Per the IFU, a luer-lock syringe with a manometer should be used for inflation. It is unknown if the rupture was caused by over pressurizing the balloon. Potential adverse reactions: additional intervention equipment required: -luer lock syringe/inflation device with manometer (10 ml or larger).